Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted and "limited" details were available. It was stated the explant was due to burning at the pocket site; pocket site felt "warm/hot" to the touch as well. A new ins was implanted the same day. Additional information received 8 days later indicated there was no patient injury and patient recovered without sequela.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (ins 37712 restore ultra pain, serial # (B)(4)) found no anomaly. The ins was functionally okay and the complaint could not be duplicated. Additional testing was done using a thermal camera, however, no significant temperature increase was noted while the device was running at the parameters it had when it was received. Connector port observations found foreign material in port(s).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.